Event description:
Boston scientific received information that this right ventricular lead was oversensing and inhibiting pacing, and is believed to have been fractured. As a result this lead was surgically abandoned and the device was explanted in order to avoid an additional surgery on this (B)(6) patient. A new lead and device were implanted without incident.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.